Event description:
A ventilator was returned to the manufacturer's service center with a complaint that the device was alarming. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, it was determined that the alarm condition was caused by a ventilator inoperative code which was found in the ventilator's downloaded error log. The device's interface pca was replaced to address the logged error code. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.